Event description:
Philips received a complaint by the customer on the v60 indicating that the screws at the bottom of the stand were worn out. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) cover tray to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.